Event description:
Hosp advised that heparin was set up to infuse at a rate of 50cc/hr. The nurse entered the room and found the pump alarming and a visual display indicating "malfunction-battery failure." Heparin had been delivered at "two times the set rate". A total of 300cc's had been delivered. Potassium was administered to counteract the overinfusion of heparin. Pt status was "ok".